Manufacturer narrative:
The technician replaced the communication cable and the account reset the bed to resolve the issue.

Event description:
The technician alleged that the bed exit is not calling the nurses' station. No patient impact.